Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the physician was performing a papillotomy, the cutting wire broke and no further current could be obtained. The ultratome sphincterotome was withdrawn and the procedure was completed with another ultratome sphincterotome. The patient experienced no adverse affects as result of this event.

Manufacturer narrative:
Boston scientific became aware of the event through FDA maude event report # (B)(4). The maude report was unable to provide details pertaining to the patient or initial reporter. (B)(4). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.